Manufacturer narrative:
The device was not returned for analysis. Additionally, the lot number was not reported and therefore a review of device history records could not be performed. Infection is referenced in the ultraguidectr instructions for use as a possible complication. No device malfunction was reported.

Event description:
The patient had right hand carpal tunnel release using ultraguidectr with ultrasound guidance. 18 days later the patient went to the emergency department with right hand wrist pain, a right wrist seroma at site of incision, and pain with extension of small finger. Irrigation and drainage were performed at bedside. Serratia marcescens was noted, which is not particularly common organism for infection and is often considered an opportunistic infection (i.e., affects people with increased susceptibility to infection). Patient was admitted for IV antibiotics, and their chronic lymphocytic leukemia (cll) medication were held. Symptoms improved but did not completely resolve. Two days later the patient was taken to the operating room to open the flexor tendon sheaths of the small and index fingers. Diagnosis was infectious flexor tenosynovitis. No device malfunction was reported.